Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference # 1627487-2019-12219. It was reported the patient was receiving inadequate stimulation due to high impedances. During the procedure, the extensions were twisted and physician noted that the patient was twiddling. As a result, the patient's extensions were explanted and replaced. Surgical intervention resolved the patient's issue.